Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. The physician believed there was nothing wrong with the device. The patient was doing well following the procedure. No further information will be provided to bsn.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50 serial/lot #: (B)(4)/a34320 description: scs 50cm iii lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.